Event description:
"Impacting the distal part of restoration modular hip 6276-7-018, lot ((B)(4)), the impactors (2 in the instruments set) could not be removed. The impactor handle did not come out, the surgeon had to open a longer stem 195 diam. 18".

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual inspection noted cross-threading. There were also some scratches present on several of the faces of the female hex feature. This would indicate that the inserter may not have been properly aligned during assembly. Functional inspection with the returned inserters deemed the device to be functionally acceptable. There was no patient involvement. A visual inspection of the returned modular distal stem noted some cross-threading. There were also some scratches present on several of the faces of the female hex feature. This would indicate that the inserter may not have been properly aligned during assembly which may have led to the difficulty disassembling the devices. A visual inspection of the version control stem inserter further supports this theory as the male hex feature on the device was worn. Despite the evidence of possible misuse, both distal stem inserters were able to be assembled and disassembled to the modular distal stem with ease. The reported failure could not be duplicated. The reported event regarding issues with disassembling from an inserter involving a mod con dist stem 18 x 155 mm was not confirmed.

Event description:
"Impacting the distal part of restoration modular hip 6276-7-018 lot (caxn925d) the impactors (2 in the instruments set) could not be removed. The impactor handle did not come out, the surgeon had to open a longer stem 195 diam. 18."